Event description:
The pt was admitted for rehydration and treatment of her nausea and intractable pain. She was put on dilaudid pt controlled analgesia pump, and treated with anti-emetics and intravenous fluids. She had headaches while in the hosp. A magnetic resonance imaging was done which revealed an old lacunar infarct. The pt had a temp of 37.9 degrees celsius. The pt was discharged after 2 days in the hosp. It was reported that the pt did not have any issues with her pump.